Manufacturer narrative:
Continuation of d10: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl, bupivacaine and hydromorphone for non-malignant pain. It was reported that the patient reported they were not able to give herself a bolus since this morning (2026-04-06). The patient stated the screen was circling when tried to connect to the pump. The patient services assisted the patient with closing out of all running applications, resetting the handset, and clearing the data. The patient service asked the patient to connect with the handset and communicator and devices were connected to pump very fast. The patient mentioned they cleared the data few days ago. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that they were allowed 12 boluses a day.